Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The customer reported an article defect, defects were found with the device during evaluation, therefore we can confirm this complaint. It was found that the locking ring of the drill mounting mechanism was fractured. Also the resistance values of the keypad of the hand control set were out of range. The hand control set was replaced, drill mounting mechanism repaired, the device was modified as per the specifications of the manufacturer, repaired, tested and found to be fully functional. User mishandling or a possible fall would have caused the physical damage to the device. However, given the information provided, we cannot discern a definitive root cause of the defective keypad of the hand control set. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 01/08/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that the handpiece device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the locking ring of the drill mounting mechanism on the device was fractured. There was no procedure nor patient involvement reported. No additional information was provided.